Event description:
It was further reported that the patient was currently hospitalized due to brain hemorrhage.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5, h6 and additional code block. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed that a previous sheath repair was worn out and damage to the driveline outer sheath. The visual evidence also revealed a loose driveline connector and discoloration of the outer sheath. As a result, the reported events were confirmed. The most likely root cause of the driveline sheath repair damage may be attributed to wear and/or the handling of the device. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath breaks and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Capa00221 investigated loose driveline connector issues. The pump was manufactured prior to the implementation of corrective actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported loose driveline connector nut event is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Updated b1, b2 and h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline (dl) sheath was damaged with visible cracks. It was also noted that the rear portion of the connector was loose. Servicing was performed, previous repair was coming off and a large part of the outer sheath was damaged with several cracks. After further analysis it was noted that the patient needed a splice repair, but was decided to wait. The dl and dl connector remain in use. No patient complications have been reported as a result of this event.